Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm valve of the same model. The reason for the replacement was reported to be that the original valve was not the appropriate size. No additional adverse patient effects were reported.